Manufacturer narrative:
This report is submitted on january 11, 2021.

Event description:
Per the clinic, the patient experienced recurrent skin infections at the abutment site and was treated with oral antibiotics (specific date and duration not reported). However the issue could not be resolved; the patient was placed under general anesthesia on (B)(6) 2020, in order to remove the abutment and close the site. The patient was also treated with an antibiotic ointment during the surgical procedure.